Event description:
Pt was status-post liver transplant x 3, with rejection. Was on continuous veno-venous hemodialysis. Blood leak noted from top of dialysis filter, in header. Pt had transfusion of one unit packed red blood cells. System changed, with loss of 250 cc of blood.